Event description:
It was reported that the patient never had therapeutic effect since implantation of the device and that the area extending from the incision in the middle of the patient's back "up" is numb and that her arms and hands are numb. The patient also stated that her device was "jump started" after which during the "next days" she had two big bumps at the incision site that were "very painful." The patient's status was reported as fair.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.